Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a pt using pacing pads, the device failed to pace. Complainant alleged that they switched to defib pads and were able to successfully pace the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The customer has indicated that the event pacing and defib pads are not available for evaluation.